Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture. The patient was hospitalized and a device interrogation was performed. Extensive troubleshooting measures were performed including chest x-ray, isometrics, and pocket manipulation. The chest x-ray appeared unchanged from initial implant procedure and the isometrics and pocket manipulation were unable to recreate the reported clinical observations. No reported recent surgery or change in medication. It was noted that as of april, the patient has become dependent on rv therapy. The impedance measurements were stable and within range. The device was reprogrammed and later that evening the patient experienced greater than five seconds of asystole observed on the external monitor. External back up pacing was activated while the patient was in the hospital. Subsequently, the rv lead was reprogrammed to unipolar pacing and the plan is to recheck the patient in one month. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture. The patient was hospitalized and a device interrogation was performed. Extensive troubleshooting measures were performed including chest x-ray, isometrics, and pocket manipulation. The chest x-ray appeared unchanged from initial implant procedure and the isometrics and pocket manipulation were unable to recreate the reported clinical observations. No reported recent surgery or change in medication. It was noted that as of april, the patient has become dependent on rv therapy. The impedance measurements were stable and within range. The device was reprogrammed and later that evening the patient experienced greater than five seconds of asystole observed on the external monitor. External back up pacing was activated while the patient was in the hospital. Subsequently, the rv lead was reprogrammed to unipolar pacing and the plan is to recheck the patient in one month. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the right ventricular (rv) lead has been surgically abandoned and replaced.